Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to sign in to the server, and all stations were in disconnected mode. The customer reported receiving a "can't reach this page" error when attempting to access the server. All servers were observed offline in rss. Urgent assistance was requested as the issue was impacting patient care. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.